Event description:
On (B)(6) 2016 , information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for spasticity. On an unknown date, the patient was admitted to the hospital with a possible infection. An ultra-sound was performed and showed "positive collection" around the pump. The patient was on antibiotics at the time of this report. It was reported there was a "high risk that the pump will need to be removed at some point in time" and the "implant may be removed, no current surgery date". The event occurred postoperative.

Event description:
Further follow-up was attempted and could not be obtained.

Manufacturer narrative:
Intervention required checkbox removed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.